Event description:
After double inguinal hernia repair in early 2006, with davol bard mesh perfix plug -x2-, lots 43ipd187, and 43hpd204, I have experienced itching and burning sensations at the hernia repair sites on both sides of my abdomen. Additionally, there is a total lack of sensation in an area of skin in my lower left groin approx 4 inches in diameter. Three years later, the sensations remain, and are more persistent. No doctor I have seen has had any success in treating this malady.